Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine fitting session in situ measurements revealed some affected channels. An incident of accident or trauma is unknown.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages found during investigation are most likely related to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine fitting session in situ measurements revealed some affected channels. The user was re-implanted.